Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the seal was damaged. An air leak started from the trocar after the surgeon used a clipper. A new device was used to resolve the issue and complete the case. Surgical time extended more than 30 minutes due to the product issue.